Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was able to be confirmed via review of the log file; however, was unable to be reproduced during testing. The heartmate 3 system controller (serial number: (B)(4)) was returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 4 days ((B)(6) 2022 per timestamp). Events captured on (B)(6) 2022 took place in the testing labs at abbott. Atypical power cable disconnect alarms coincident with rsoc invalid faults were intermittently active throughout the log file beginning on (B)(6) 2022 at 09:05:19 ¿ 23:11:43, and on (B)(6) 2022 from 09:33:35 ¿ 12:27:17. The alarms occurred on both power cables while the controller was connected to battery power and cleared shortly after activating. The driveline was disconnected on (B)(6) 2022 at 15:45:16 and was not connected for the remainder of the log file. The controller was shut off on (B)(6) 2022 at 15:46:50. The controller was briefly turned on, on (B)(6) 2022 at 13:17:24 and the driveline was not connected. There were no other notable alarms active in the log file. Pump operation was not affected. The controller underwent preliminary and functional testing and passed. The controller was able to support a mock loop and functioned as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use entitled ¿equipment storage and care¿ and heartmate iii patient handbook entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient performed their own controller exchange several weeks ago due to a short in a wire. The patient's equipment was very dirty but there were no exposed wires or any obvious problems. Log file analysis contained multiple power cable disconnect alarms when the patient was using battery power prior to driveline disconnect. These alarms appeared to be a result of relative state of charge (rsoc) invalid flags and are typically caused by a poor connection between batteries and clips.